Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the 27mm closure device was deployed and three partial recaptures and one full recapture was performed. At this time, a 24mm closure device was deployed with two partial recaptures before it was fully recaptured. Before the final recapture, they performed the last injection of contrast and a pericardial effusion and cardiac tamponade were noted for which a pericardiocentesis was performed to successfully stabilize the patient. The procedure was not completed. No other complications or injuries reported. The patient is doing well and was discharged home two days later.